Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual inspection was performed on the returned device. The reported shaft break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported shaft break. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a coronary artery procedure, the 2.5 x 23 mm xience prox stent delivery system (sds) was being placed through the introducer when the device broke. The device was removed and a different device was used in the procedure without issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.